Event description:
It was reported that cgm displayed error message and caller experienced problem starting sensor session with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through full pump reset, confirmed that cgm error did not reappear after reset, and successfully started sensor session; no additional actions were reported.